Manufacturer narrative:
(B)(4). Concomitant medical products: 11-301312 arcos con sz b hi 60 mm m sz b lot unk, 11-300816 arcos 16 x 150 mm spl tpr dist lot unk, 00875705201 shell with cluster holes porous 52 mm o.d. Size ii for use with ii liners lot unk, 00875801028 constrained liner with constraining ring 28 mm i.d. Size ii for use with 52 mm, o.d. Size ii shell lot unk reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent initial hip arthroplasty on an unknown date. Subsequently, the patient was revised due to infection on an unknown date.